Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely high sodium (na) and chloride (cl) results for one patient sample. When the anion gap flagged the sample, it was repeated on another dxc instrument in the laboratory, the results of which were reported. Also, the instrument generated a suppressed calcium (ca) result. The results were not reported outside the laboratory; therefore, patient treatment was not affected. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to replace the reference reagents and perform the twice weekly maintenance, among other troubleshooting steps. The cts then generated a service request. The field service engineer (fse) inspected the instrument and found a kink in line #15, which led to the drain valve. The fse trimmed the line and re-routed the tubing, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues. Customer stated that no one was affected by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).